Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 3 atmospheres for 10 second. The device was removed without any problem, and the procedure was completed with another of same device there was no patient complications reported, and the patient was in good condition after the procedure.